Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 14 months of support on the lvad, the patient was transplanted. The hospital was unsure if the patient was symptomatic prior to transplant. Additional information provided by the vad program manager indicated that the patient was having issues with hemolysis and was re-evaluated for transplant. The patient was listed as 1a for transplant and was kept there due to hemolysis.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.